Event description:
It was reported that the patients implantable pulse generator (ipg) site is in a bad position and the ipg protrudes out and sometime gets caught on items. The patient underwent an ipg repositioning procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred since the day of implant prior to the date the manufacturer became aware.